Event description:
It was reported that, "the pt had a tha on (B)(6) 2010 (head and stem were not stryker brand). Recently, the pt was infected."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # lot # description: cat # 623-00-36f lot # 33681401 description: trident 0 x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.